Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111334 - the dentist reported that the patient presented pain post-surgery and 2 days after the installation of the dental implant. Sixty ncm of primary stability was achieved and patient presented bone type ii. Bone overheating happened during surgery.